Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
During use, leakage was detected at the joint connection.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 video and 18 unopened and 1 opened physical samples submitted for evaluation. The reported issue of leakage was confirmed upon inspection and testing of the samples. Analysis of the sample showed that the 18 unopened samples did not have any damage and all passed the leak test. The opened physical sample displayed a leak during the leak test and it was found to have a column tear when evaluated under the microscope. Bd determined that the cause of the failure was during the manufacturing process when the slit in the septum is made. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.